Event description:
The surgery for removing the implants was performed in (B)(6). All three si-bone ifuse implants were removed. Approximately 4 to 5 cc's of synthetic bone graft were placed in the voids left by the ifuse implants. The physical therapist then performed alignment after which the surgeon put in two 8.5 mm screws the si joint and in new bone. During the revision surgery, it was noticed using fluoro that small fragments of metal were left in the pt. The wound and voids were thoroughly flushed. From the final x-rays, it appears that there could potentially be five very small fragments, however, the fragments are so small they can easily be confused with the grain of the bone. The surgeon noted the fragments, but felt there was no impact to pt safety.

Manufacturer narrative:
A returned product analysis is being performed by (B)(4) (a consulting company). However, the assessment performed by histion is to gather information regarding bony ingrowth on the implant. Histion does not assess the performance of the product. In addition, the failure mode and effects analysis, the instructions for use and the surgeon training didactic were reviewed. Based upon the complaint information and investigation, there is no evidence to suggest the device was out of specification. The most probable root cause for the implant removal may be due to the pt experiencing piriformis syndrome.